Event description:
Customer reported the male luer on the secondary infusion set broke off inside the smartsite valve upon disconnect, allowing the primary fluid to leak out of the port. A 70% alcohol was used to cleanse the smartsite valve. There was no report of patient harm or medical intervention required. No further patient/event information provided.

Manufacturer narrative:
(B)(4). This report was filed by the distributor: (B)(4). Unable to determine the cause of the customer's report of the male luer breaking off inside the smartsite. Customer states that the product will not be returned because it was discarded.